Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had a power issue and would not turn on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. However, there is no evidence that patient suffered a serious injury because of the alleged issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no power related issues were recorded in the black box. No alarms related to the complaint were observed in the alarm history. No damage was observed to the battery compartment; the battery cap threads were observed to be stripped and the cap was found to be unable to maintain an electrical connection. A test cap was inserted and the pump was exercised for 24 hours without power issues.